Manufacturer narrative:
This is one of two events concerning the same patient with different reportable events. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
During routine follow up on an unrelated customer experience it was indicated that the patient was treated for peritonitis on or about (B)(6) 2016. Additional information was solicited.

Manufacturer narrative:
There is a likely temporal relationship between the liberty cycler/liberty cycler set and the patient¿s peritonitis event. However, lack of information about the patient¿s peritonitis event precludes a meaningful assessment of this case. At this time, the etiology for the patient¿s peritonitis infection cannot be determined. Further information has been solicited. A supplemental report will be submitted upon completion of the plant¿s investigation.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.